Event description:
It was reported, that the device showed error code 354.6770. Pressure sensor replaced. It was reported, that there was no patient events. And no further details were available.

Manufacturer narrative:
File is non reportable.

Event description:
It was reported that the device showed error code 354.6770. Pressure sensor replaced. It was reported that there was no patient events and no further details were available.

Manufacturer narrative:
File is now reportable. The reported issue that the device showed error code 354.6770 could not be confirmed; no product or device logs were returned for investigation. Review of the sn (B)(6) service history record showed the device had a manufacture date of 12/11/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/14/2020 and indicated that this device has been previously returned twice for service of issues unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device showed error code 354.6770. Pressure sensor replaced. It was reported that there was no patient events and no further details were available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device showed error code 354.6770. Pressure sensor replaced. It was reported that there was no patient events and no further details were available.